Manufacturer narrative:
The technician found the cause is most likely due to normal wear and tear of the brake casters. The technician replaced the right front brake caster to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported the right front brake caster is not holding. The bed is located in the hill-rom service center. There was no pt/user injury reported. (B)(4).